Event description:
It was reported that during a shoulder arthroscopy using deploy. After a 30 minute surgical delay, the procedure was completed during another arthrocare device. There were no pt complications reported as a result of this event.